Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 450cc on the left and 650cc on the right. The device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with an unknown mentor saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 450cc on the left and 650cc on the right.